Event description:
It was reported that this right ventricular (rv) lead had observations of low out of range pacing impedances less than 100 ohms. There were also observations of noise in both unipolar and bipolar. The lead remains in-service at this time, and as programmed to provide therapy in the atrium only as the patient was not dependent. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead had observations of low out of range pacing impedances less than 100 ohms. There were also observations of noise in both unipolar and bipolar. The lead remains in-service at this time, and as programmed to provide therapy in the atrium only as the patient was not dependent. No adverse patient effects were reported. Additional information was received that this lead was surgically capped and replaced. Along with the initial observations of noise and low out of range pacing impedances, they also indicated that there were high pacing thresholds and low sensing. No adverse patient effects were reported.